Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Animas customer support (cs) contacted patient¿s family because of reported issue on (B)(6) 2013. Cs discussed the log with the patient and noted that the patient¿s blood glucose (bg) was 600mg/dl without signs/symptoms. The reporter stated that they called their healthcare professional (hcp), changed the site and gave an injection. The reporter stated that the bgs are 200¿smg/dl during the day and 300¿smg/dl in the afternoons. Cs suggested changes to the basal rate and to check the patient¿s bg two hours after a meal boluses to see if a correction bolus is needed. The pump was unavailable for troubleshooting. This report is being made due to the hyperglycemic event the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings: the black box starts on (B)(6) 2015. Pump information for complaint is overwritten. Pump returned with moisture in the display lens. The pump has audible and vibratory features but the display screen remains blank. Pump fails in-house leak test due to damage to pump case leak. Removed cover; internal moisture damage was confirmed in the pump, on the pcb and internal components and on the display connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.